Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that an alarm sounded, and when the logs were checked, numerous short motor stalls were identified. No further diagnostics/troubleshooting had been done yet. The patient was given oral baclofen ¿in case¿ and was told to listen for any further alarm until the surgeon decided whether to replace the pump. Surgical intervention had not occurred, and it was unknown if surgical intervention was planned. The issue was not resolved. However, the patient's status was alive - no injury. With regards to environmental, external or patient factors might have led or contributed to the event, it was noted that the patient ¿possibly lied with their phone on top of their stomach, where the pump was implanted¿. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. The pump implant date was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml (unknown dose) via an implantable pump. It was reported that multiple motor stalls occurred. Logs showed: motor stall recovery on (B)(6) 2020 at 03:11 motor stall on (B)(6) 2020 at 22:30 motor stall recovery on (B)(6) 2020 at 23:01 motor stall on (B)(6) 2020 at 06:33 motor stall recovery on (B)(6) 2020 at 07:55 motor stall on (B)(6) 2020 at 08:41 motor stall recovery on (B)(6) 2020 at 09:26 motor stall on (B)(6) 2020 at 01:57 motor stall recovery on (B)(6) 2020 at 02:46 motor stall on (B)(6) 2020 at 04:12 motor stall recovery on (B)(6) 2020 at 04:41 the patient did not experience any underdose symptoms as the stalls had been too short.

Event description:
Additional information was received in response to a request for follow-up. It was indicated that the specific date the first motor stall occurred was unknown, but though to have been in may. It was also clarified that it was unknown when a decision about replacing the pump would be made because they were monitoring how the pump behaves as they thought the patient sets their phone over the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.